Manufacturer narrative:
Service reps replaced the connector board and reprogrammed the unit. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported intermittent ECG readings on the passport 2 monitor. No pt injury was reported.